Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device and verified the reported issue. It was determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device was not repaired. The device was returned to the customer and was removed from service.

Event description:
The customer contacted physio-control to report that their device locked up on the boot up screen. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported.